Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. It was reported that the patient's ins had not been functional for 14 months as of (B)(6) 2016, and the battery was dead. The patient wanted to obtain the contact information for the local manufacturer representative (rep) so that they could meet the patient at her appointment for the issue. It was noted that the patient&#62688;healthcare professional (hcp) had called a rep multiple times but had yet to hear back. The patient was to follow-up with the hcp. The ins being dead began in (B)(6) of 2015. The patient was told by the hcp that they left a message notifying a rep in (B)(6) of 2015. Additional information was received from a rep who reported that they would be meeting with the patient on (B)(6) 2016. Additional information received from a manufacturer representative reported that the patient&#62688;implantable neurostimulator (ins) was dead and they were unable to interrogate it. The patient and manufacturer representative were actively looking for a physician to help with a possible revision. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.